Manufacturer narrative:
Additional information was received on september 29, 2020. Explant and bilateral prosthesis replacement with 405cc mentor memorygel breast implants was performed on (B)(6) 2020. 2. Is other serious-uncheck. 2. Is required intervention- check. Reason for device explant and/or reoperation: capsular contracture/rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on december 3, 2020. Device evaluation summary: the identity of the impacted product, previously reported as unknown, was revealed through the product investigation. During the visual evaluation of the device, a tear was observed in the anterior view, measuring approximately 16.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown mentor smooth gel implants experienced bilateral baker grade iii/IV capsular contracture and spontaneous rupture of an unspecified side post procedure. The rupture was demonstrated through magnetic resonance imaging, after the device had appeared intact with mammography. A physical examination was performed and also yielded diagnoses for the capsular contracture and/or rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-10338 for contralateral prosthesis report.